Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a lack of energy, sleeplessness, feeling warm in her foot, and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for two days to see if the symptoms go away. If the problem returns upon resuming treatment, the sales representative indicated the patient could potentially be switched to an orthopak. It was reported that the physician has requested that the patient be switched to an orthopak. A return label has been sent to the patient and the old product will be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h6: patient code additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. The sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with julian date 22213. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. The sflx xl coilette was tested and it operates as intended. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061-c00 which does not require calibration. Test/inspections were completed by the quality department on june 26, 2024. The failure was not confirmed for the reported condition of "lack of energy, sleeplessness and heart racing with bhs controller and coil; coil is warm". Review of complaint history identified (1) total complaints from (oct 31, 2021) to (oct 31, 2022) for pn ((B)(4)) and events related to (warm). Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "warm". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient experienced a lack of energy, sleeplessness, feeling warm in her foot, and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for two days to see if the symptoms go away. If the problem returns upon resuming treatment, the sales representative indicated the patient could potentially be switched to an orthopak. It was reported that the physician has requested that the patient be switched to an orthopak. A return label has been sent to the patient and the old product will be returned. No additional patient consequences have been reported.